Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that tfn removed and implanted the reclaim stem. Reclaim assembly body and reclaim assem upper pull rod were reported for unknown reason. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that reclaim assem upper pull rod was returned assemble to the reclaim assembly body. A functional test was performed and revealed that the reclaim assem upper pull rod is jammed and will no longer spin up and down the threads through the returned mating device. The complaint condition was able to be replicated. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces, such as off axis impactions which could have caused the mating device to be cross-threaded or applied forces before the involved devices are fully threaded. The overall complaint was confirmed as the observed condition of the reclaim assem upper pull rod would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Component code: appropriate term/code not available ((B)(4)) used to capture no findings available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that tfn removed and implanted the reclaim stem. Reclaim assembly body and reclaim assem upper pull rod were reported for unknown reason. Additional event information: visual analysis of the returned sample revealed that reclaim assem upper pull rod was returned assemble to the reclaim assembly body. A functional test was performed and revealed that the reclaim assem upper pull rod is jammed and will no longer spin up and down the threads through the returned mating device. The complaint condition was able to be replicated.